Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. In addition, the customer reported the battery depleted form 100% to 0% within one day and the pump powered off. The customer reported the pump usb port was damaged and the pump was unable to be charged consistently. The customer's blood glucose was approximately 400 (mg/dl) and a manual injection was administered. Reportedly, the customer was unable to review the pump history during troubleshooting with tandem technical support due to the customer's retinopathy. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. The occlusion alarm and battery depletion issues could not be evaluated due to damaged usb pins.